Event description:
During the first 15 minutes of two hemodialysis treatments, the patient's blood pressure increased significantly and the patient complained of neck pain. Clonidine (anti hypertensive) was administered by order of the md and treatment was discontinued. After the administration of the clonidine the blood pressure decreased as desired. No additional medical intervenetion was required.